Event description:
On (B)(6) 2011, a vns treating physician reported that she saw the patient that day and system diagnostics revealed high impedance; output=limit/lead impedance=high. The patient was sent for a chest x-ray and the vns was disabled. The programming history database was reviewed and a battery life calculation was performed with the limited programming history available which revealed 2.58 years until eri = yes. Good faith attempts were made to the physician for additional information but no further information was received to date. Although surgery is likely, it has not yet occurred.

Event description:
Additional information was received on (B)(6) 2012, when it was reported that the patient had undergone revision surgery on (B)(6) 2012. Follow up with the surgeon's office revealed that the generator could not be interrogated during surgery believed to be due to end of service and when a new generator was connected to the existing leads, the impedance value was still high so the lead was replaced as well. Once the generator and lead were replaced, the device was said to be working fine. The surgeon does not save the explants and will typically have them discarded however in this case, it has not been confirmed that the device was discarded or not.

Manufacturer narrative:
.

Manufacturer narrative:
Analysis of programming history. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received on (B)(6) 2012, indicating that x-rays were taken and reviewed by the physician and they did not show a lead fracture. There were no reports of trauma or manipulation that could have caused or contributed to the high lead impedance initially reported.